Manufacturer narrative:
No device returned. No conclusion can be drawn.

Event description:
Pt alleges receiving a rt breast implant in april 1984 and a lt breast implant in 1984 or 1985 as a replacement. Pt also alleges in may 1986 she had endocarditis and could not risk infection and in october 1986 her lt implant became hard again. A mammogram on april 10, 1995 showed sign of her lt implant leaking and then a biopsy on october 17, 1995 confirmed the leak. Pt also alleges she felt a hard mass above her lt breast. Pt had her implants bilaterally removed on may 6, 1996.